Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the hydratome rx sphincterotome would not bow or bend. The target lesion was in the common bile duct (cbd). A hydratome rx sphincterotome had been advanced through the unspecified type of scope when the tip cracked. A second hydratome rx sphincterotome was advanced but unable to be used to perform the sphincterotomy as the cut wire was not bowing or bending. A third hydratome rx sphincterotome was successfully used in the procedure. An rx lithotripter basket was then advanced and successfully used "multiple" times before the basket failed to open properly and became stuck in the catheter. The procedure was able to be completed with another rx lithotripter basket. There were no patient complications reported; however, the patient's current condition is unknown. Note: please refer to MFR #3005099803-2008-04941 the report on the other tome device and MFR #3005099803-2008-04935 for the report on the basket.

Manufacturer narrative:
Customer complaint could not be confirmed since the device was not returned for product analysis. A device history record review (DHR) on lot was performed and revealed no related issues to the reported complaint. Product analysis could not be performed due to the device not being returned; customer has disposed the device. The bowing issue could be due to user handling, manufacturing or packaging and could not be verified without analyzing the device. The tome would not bow as intended if: the working length/distal tip is severely twisted, the cutting wire is overheated and melted the extrusion near the proximal/distal pierce hole or if the cutting wire detached from the distal pierce hole, the cutting wire is broken. Based on the evaluation of other devices that have been returned with the same issue (bowing), the most probable root cause is undeterminable.